Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high pacing impedance. The lead was not replaced. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. Visual inspection, x-ray examination and electrical test were normal with no anomalies found. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.